Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the ats45 device (a) was received with the clamping mechanism damaged. A 6r45b cartridge reload was present. The returned reload was fully fired and with normal lockout. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a cystectomy procedure, the anvil broke on device when the surgeon activated the devices. The device jammed and the anvils broke. The case was completed with another type of device. There was no adverse consequence to the patient.